Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice cassette had a connection issue; further described as ¿when they connected the dialysis fluid and the cassette, solution was flaccid and not tight when connected to the cassette refill line¿. This was observed during set up of the device for peritoneal dialysis therapy. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information: d9, h3, h6 and h11. H11: the device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Functional testing including self-test and priming were performed with no issues noted. Under water pressure testing was performed and no leak was observed. Sample evaluation showed that product is meeting specification. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.